Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint; however, the fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure that universal surgical manipulator (usm) 3 moved on its own. Also, the camera installed in the usm was difficult to remove. The usm was abandoned and the procedure was continued. There were no reports of patient injury.